Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system¿s (sds) stent dislodged from the sds during sheath/stylet removal. Factors that may contribute to stent dislodgement during unpacking include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 2.5x28mm xience skypoint stent dislodged after removing the stylet. A new xience skypoint was used to successfully complete the procedure. There was no patient involvement and no clinically significant delays in the procedure. No additional information was provided.